Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected in both hands with 1cc per side of skinvive¿ by juvéderm® the patient currently has swelling, redness, and itching on the back of both hands, with no pain. These symptoms have been present for 2 days. Additionally, the hcp reported that the patient was injected with 2 syringes of skinvive¿ by juvéderm® in the cheeks. The patient was treated with augmentin and antihistamine. The hcp has been observed for 3 days. If symptoms do not improve, steroid treatment will be considered. Symptoms have not been resolved.